Event description:
It was reported that a 9 year old female patient who underwent appendectomy to treat acute appendicitis. No difficulty with device reported intraoperatively. Post operatively, patient experienced persistent vomiting for 4 days and on post operative day 6, was readmitted to the hospital for exploratory laparoscopy. Operative note provided states that ¿we could see there was one loop stuck to the staple line, and a gentle maneuver released the loop.¿: note further states ¿a very pointed staple at the end of the staple line, which was almost serosal in nature on the cecal part, and as we held it up and it came out easily we removed it and that was the spot where the one loop was stuck.¿ operative note further states ¿we saw the cecum looking healthy and stump of staple line on the cecum appeared healthy and we could see the ileal loop entering, which was also healthy¿ however, 12 inches from the ileocecal junction another portion of bowel was noted to be stuck and congested which was freed. The patient remained hospitalized for two additional days but reportedly has fully recovered.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.